Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient and spouse contacted support after receiving an occlusion alert while attempting to announce a meal. The patient requested guidance on how to address the issue. The patient was advised to change out the infusion supplies and indicated understanding of the instructions provided. The patient reported that blood glucose levels were not affected, as the call was made immediately after the alarm occurred and prior to beginning the meal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.